Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen freezes intermittently. The customer reported that it is not alarming anything and the user is unable to make any changes unless the ventilator is restarted. The customer reported there was no patient associated with this event.